Event description:
It was reported that after open heart surgery, capture could not be confirmed, so ventricular output was increased. Following the increase in output, the pacemaker battery completely depleted after 10 beats. A temporary external pulse generator (epg) had been placed during surgery for backup pacing, so the patient was paced with the epg. The device was explanted and replaced with an ICD. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: normal battery depletion. Other: it was reported that after open heart surgery, capture could not be confirmed, so ventricular output was increased. Following the increase in output, the pacemaker battery completely depleted after 10 beats. A temporary external pulse generator (epg) had been placed during surgery for backup pacing, so the patient was paced with the epg. The device was explanted and replaced with an ICD. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: battery, end of life - expected, device evaluated and alleged failure could not be duplicated. Capture, failure to, output, none.